Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reconnected motor assembly (misalignment caused unit to be noisy). Replaced dim u4 on display board. Lvp keypad recall completed. Replaced door assembly with keypad. A review of the device history record for (B)(6) was performed from date of manufacture 10/29/2018 to present date 01/18/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to motor assembly misaligned - reconnected (noisy). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# 1143616 lvp dim u4 display.

Event description:
The customer reported that the device was noisy during preventative maintenance tests. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 10/29/2018 to present date 01/18/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported that the device was noisy during preventative maintenance tests. There was no patient involvement.